Event description:
During a colonoscopy the doctor was trying to remove an extra fold of skin. The piece was 1 1/2 to 2" long. They had already taken a biopsy of the piece. They had a snare around it and the doctor stepped on the pedal and instead of cutting the piece turned white down almost to the intestine.